Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2019, the lay user/patient contacted lifescan (lfs) (B)(4), alleging that her onetouch ultra meter was set to the incorrect unit of measure. The complaint was classified based on customer service representation (csr) documentation. The patient reported that the alleged unit of measure issue began on (B)(6) 2019 at 5 am. The patient reported obtaining a result with a decimal point in it but was unable to provide the specific result obtained. The patient informed the csr that she manages her diabetes with oral medication; 850 mg of metformin and 5 mg glyburide and reported continuing with her usual diabetes management routine after the alleged issue began. The patient reported that 3 hours later the patient developed symptoms of ¿dizzy, shaky, headache and sleepy¿. The patient denied receiving any treatment or medical intervention as a result of the alleged meter issue. At the time of troubleshooting, the csr noted the subject meter was set to the incorrect unit of measure, mmol/l. However, the patient was aware that the meter was set incorrectly and confirmed that the meter was previously set to the correct unit of measure. The csr walked the patient through changing the unit of measure on the device to mg/dl and the issue was resolved. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury adverse event after the alleged unit of measure issue occurred.